Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker had been down to four years remaining. A diagnostic data analysis indicated that the device was high rate atrial sensing at an average rate. High rate atrial sensing can cause an increase in power consumption. Hence, a device programming was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this pacemaker had been down to four years remaining. A diagnostic data analysis indicated that the device was high rate atrial sensing at an average rate. High rate atrial sensing can cause an increase in power consumption. Hence, a device programming was recommended. To date, this device remains in service. No adverse patient effects were reported.